Event description:
It was reported that the procedure was to treat a lesion in the popliteal artery with moderate calcification. The emboshield nav 6 embolic protection system (eps) was used with an atherectomy device. At the end of the intervention, the filter could not be fully retracted into the retrieval system despite multiple attempts. The filter was not full. The filter was then slowly removed from the patient. There was no adverse patient effect and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: returned device analysis identified that the retrieval catheter was returned loaded in a tray inside of a sealed pouch. Follow-up with the account confirmed that the same delivery catheter was used, instead of the retrieval catheter, to try and withdraw the filter leading to the withdrawal issue. The filter was slowly removed with the delivery catheter. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the popliteal artery with moderate calcification. The emboshield nav 6 embolic protection system (eps) was used with an atherectomy device. At the end of the intervention, the filter could not be fully retracted into the retrieval system despite multiple attempts. The filter was not full. The filter was then slowly removed from the patient. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.